Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. A device history record review was requested. The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this is patient's first revision, which was a total hip joint replacement. The proximal femoral nail antirotation (pfna) nail was removed due to breakage and non-union of intertrocanteric fracture. Elderly patient was on prescribed bi-phosphates and steroid, and developed non-union which followed onto pfna nail breakage. Suspected by surgeon to be because of non-union and implant fatigue over extended period. Possible infection being investigated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 04.027.269s; synthes lot: l074135; release to warehouse date: august 02, 2016; expiry date: july 01, 2026; manufacturing site: bettlach; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: pfna helical blade perf l110 tan (part: 04.027.037s, lot: unknown, quantity: 1) . This is report 1 of 2 for (B)(4).